Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) old male patient had a rash. The rash was located on the patient's back and stomach under the lifevest. The patient received a lotion from the hospital to use on the rash. Follow-up indicated that the patient still had the rash. The medical outcome of the rash is unknown.